Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed compromised force sensor system and that insulin squirted out during the manual prime process. The caller did not know the blood glucose reading. The customer was disconnected during the prime. The caller stated that the insulin pump was not bumped or dropped and had not been exposed to water. No damage to the drive support cap was noted. The caller was advised to replace the insulin pump and a request was made to have the device returned for analysis.

Manufacturer narrative:
The insulin pump alarmed prime during displacement test due to excessive motor axial play. The insulin pump was received with minor scratches on lcd and cracked reservoir tube lip.